Manufacturer narrative:
This report is being filed on an international product list 6r86-22 that has a similar us product distributed in the us, list 6r86-20/-30. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false positive architect sars-cov-2 igg of 3.65 and 5.97 index on (B)(6) 2020 with 2 patient samples that tested siemens igg method negative. No patient clinical history was available and patient symptoms are not known. The samples were repeated on another architect analyzer with positive results of 3.76 and 6.2 index. No pcr testing was performed. No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
The complaint investigation for false positive architect sars-cov-2 igg results included a search for similar complaints, the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not complete as patient samples were not available. Sensitivity and specificity testing were done using an in-house retained kit of lot 18276fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 18276fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer obtained positive results for two patient samples when testing was performed using architect sars-cov-2 igg reagent lot 18276fn00. Both samples were negative on the siemens sars-cov-2 igg assay. The patients clinical history and symptom information is unknown. The patients were not tested for pcr. In this case, no specific patient history was provided for the patients. Per the product labeling, the assay specificity is within the 95% confidence level is 99.05% to 99.90%. A direct comparison should not be made between the architect sars-cov-2 igg assay and the siemens sars-cov-2 igg assay. The architect sars-cov-2 igg detects antibodies to the nucleocapsid protein of sars-cov-2 whereas the siemens sars-cov-2 igg assay detects antibodies to the spike protein receptor binding domain (s1 rbd). To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/=14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/=14 days post symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Additionally, review of the manuscript bryan et al. 2020. Performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho, j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Results from antibody testing should not be used as the sole basis to diagnose or exclude sarscov-2 infection or to inform infection status. Based on the investigation architect sars-cov-2 igg reagent lot 18276fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.